Event description:
On more than one occasion the neobond hydrocolloid skin adhesive has come loose from the patient's skin. This loss of adhesion causes extubation of the oral endotracheal tube (ett). Sometimes the tab of the stabilization platform also comes apart. In one case the neobar separated from the skin and the ett dislodged. The infant was bagged and reintubated. In another case the neobar detached from the adhesive portion resulting in the infant self extubating. Both infants were successfully reintubated.the product comes in 8 different sizes. The problem occurred with: n710-ultra-yellow,n711-micro-white,n713-large-blue,n715-macro-peach.